Manufacturer narrative:
This report is submitted on april 8, 2022.

Event description:
Per the clinic, the patient experienced a head injury after hitting her head on a box resulting in loss of implant osseointegration. There was an infection at the abutment site previously (treatment of the infection unknown). Further information is being sought from the clinic. It is unknown if there are plans to re-implant the patient with another device.